Event description:
It was reported that surgical intervention was undertaken wherein the patients leads were explanted and replaced with a singular lead of different model to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-03131. It was reported that following traumatic events and falls, the patient's therapy was autoreducing, high lead impedances were measured, and effective therapy was lost. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue.